Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and elevated blood glucose, however, a specific value was not provided. Reportedly, the customer believed the pump was not working properly. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.